Manufacturer narrative:
Information received by enterra sales rep from a physician. The patient reported experiencing shock at the site of lead insertion. Surgeon and patient opted for a full explant and decided not to reimplant due to the patient being on low settings and no longer needing the device, with no symptoms of gp. Explanted device was disposed of therefore no analysis possible. No further action to be taken.

Event description:
Shocking at leads site. The patient reported experiencing shock at the site of lead insertion. Surgeon and patient opted for a full explant and decided not to reimplant due to the patient being on low settings and no longer needing the device, with no symptoms of gp.